Manufacturer narrative:
Correction to initial MDR: return date was added in error. The lead was not returned.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was explanted and competitively replaced for high capture thresholds. The patient condition was stable.